Event description:
Have been diagnosed with a rare rheumatoid arthritis. Have had feet problems for 10 or more years. Dr. Didn't know what was wrong, until they operated on rprt's feet to take out 2 mortons neuromas that had developed from swelling. Then said rheumatoid nodules popped out all over but was shocked because rptr had no deformity which is associated with r. Arthritis. Now it has spread to hands, head is numb, chronic fatigue, can't think clear can't work etc. Rptr was a non-believer of silicone causing problems but rptr had implants out because rptr feels as though all of their medical problems the last 10 years are very strange & they didn't know what was wrong.